Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated magnesium result on the architect c4000 analyzer. The customer indicated the sample generated an initial result of 6.72 mg/dl and retest of 1.74 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The c4/c8 rgt pr rohs (r1 probe) was replaced and the pipettor was calibrated to resolve the issue. The c4/c8 rgt pr rohs was identified to be the likely cause. A review of the service history for the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for c4/c8 rgt pr rohs identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The c4000 erratic result rate was reviewed and was within acceptable limits with no trends identified. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.